Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Three random sealed sensors were inspected and a bicarbonate buffer test was performed. All sensors passed per specification with accurate readings. Four opened and used sensors were inspected and one was found with a broken cannula inside of the sensor base. The three remaining sensors had retracted cannulas inside of the sensor base.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 6.8 mmol/l. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.